Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite xenon light source exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, since the phenomenon was reproduced at the inspection by the repair department, and since adhesive adhered to the contact pin inside the output socket, it is it is presumed that endoscopic image cannot be obtained due to communication anomaly with the endoscope. Olympus will continue to monitor field performance for this device.